Event description:
Caller states that the patient tested approximately 1.0 inr and approximately 3.0 inr during duplicate testing. Exact results were not provided. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which strip lot produced specific result.